Manufacturer narrative:
A united states (us) customer contacted the siemens customer care center (ccc) and reported that erroneous concentrated carbon dioxide (co2_c) results were obtained on multiple patient samples on an atellica ch 930 analyzer. Quality control (qc) was out of range on the day of the event. The customer performed calibration which recovered qc acceptably. Siemens assisted the customer and checked the water system and found low resistivity. The customer performed the water treatment procedure to address low resistivity, and the instrument is operational. Siemens is evaluating the event.

Event description:
The customer reported that erroneous concentrated carbon dioxide (co2_c) results were obtained on multiple patient samples on an atellica ch 930 analyzer. The initial results were reported to the physician(s). The samples were repeated on the original atellica ch 930 analyzer and obtained results which were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the erroneous co2_c results.

Manufacturer narrative:
Siemens filed initial MDR 2432235-2025-00210 on 14-aug-2025. Additional information on 15-aug-2025: siemens reviewed the instrument data files, which showed fluctuations in milli-absorbance unit (mau) readings associated with poor water quality. The instrument data also showed that concentrated carbon dioxide (co2_c) calibrations had mau values typical for the assay. Quality control (qc) results after calibration were within range and consistent. Siemens further evaluated the event and determined that the low resistivity of the distilled water supplied by the laboratory water system potentially contributed to the erroneous co2_c results. This water system is not maintained by siemens healthineers. After the water system was serviced, the performance of the co2_c assay recovered to acceptable levels. The investigation findings and investigation conclusions code in section h6 were updated to reflect additional information. The instrument is performing according to specifications. No further evaluation of this device is required.